Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, opening/broken, yellow particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear broken and missing piece of the shell and opening sharp in the radius side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening; a missing piece of the shell (orientation dot) assessed as to inconclusive; and a opening sharp in the radius side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth implants due to the patients concerns with the product.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patients concerns with the product". Patient reported a rupture. Device has been explanted.